Event description:
The end user states that the memory card has burnt out after a power outage. We believe the problem is a pc board. End-user only speaks (B)(6) and stated purchased the unit on the website. Other was given a provider in area to contact for service